Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test, prime test and displacement test. However, the pump was received stuck in the motor error loop during bolus / basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.

Event description:
Customer reported via phone call that the insulin pump had motor error and motor position encoder error. Customer's blood glucose level was 145 mg/dl. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. It was also reported that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.